Event description:
Paramedics used the device to administer two defibrillator shocks to a pt diagnosed in cardiac arrest. The pt's ECG was also being in the paddles lead. After each shock, the device allegedly displayed an inappropriate leads off warning message and the pt's ECG display changed to dashed lines for approx 45 seconds before returning to normal. The pt was subsequently delivered to the hosp. The reporter did not know the pt's outcome. There were no adverse affects to the pt reported as a result of device use.